Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the info provided, and since the implantation date was not provided, this case will be considered as being related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(6).

Event description:
It has been reported that the pt received a duro acetabular component 54/48 code n on an unk date. Due to pain, the pt underwent revision surgery on (B)(6) 2015. The durom head shell was revised.